Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on an unknown date.according to the complainant, the patient experienced infections, incontinence, a recurrence of prolapse, pelvic pain and other possible permanent bodily injuries. The exact nature and date of onset of these symptoms and injuries are unknown.all other information is unknown and reportedly unavailable.